Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that resistance was felt during advancement of the rx vision stent delivery system (sds) into the patient. The 3.0 x 15 mm sds was advanced first into another company's guiding catheter, to the lesion; however, it would not cross. After removal of the sds from the patient, it was noticed that the stent was crushed and damaged on the balloon, and was dislodged proximally off the balloon onto the shaft of the device. After swapping out the guiding catheter for another one, the 3.0 x 15 mm stent was deployed successfully. A 4.0 x 8 mm rx vision sds was advanced for placement; however, it would not cross the lesion and the device was removed from the patient; however, the same damage was noted to this stent, it was crushed and was dislodged proximally off the balloon onto the catheter shaft. Additionally, upon visual analysis of the guiding catheters used in the case, kinks were noted in the distal shafts of the catheters. No additional event or patient information is available.

Manufacturer narrative:
The second multi-link rx vision coronary stent system is being filed under the same MFR number. Results and conclusion summation - stent damage or dislodgement may be affected by improper/inadequate crimping at manufacturing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. The kinks in the guiding catheters possibly occurred during the procedure, causing both stents to be damaged and/or disrupt on the balloon causing stent dislodgement. No product quality issue is apparent. No conclusive root cause can be determined.